Event description:
Related manufacturer reference number: 2017865-2019-08607.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic with shortness of breath, dizziness, and chest pains. Upon review, the patient's right atrial(ra) lead exhibited high capture threshold which may have contributed to accelerated drop in estimated battery life on the patient's pulse generator. No intervention was performed.